Event description:
Customer reported pt sample containing anti-k did not react with 0.8% surgiscreen lot vss106. No death or serious injury was associated with this incident. This report corresponds to MFR.